Event description:
It was reported the patient presented to the hospital complaining of severe chest pain. X-ray showed the atrial lead had perforated through the right atrium wall and extended into the right lung space resulting in a pneumothorax. Interrogation of the device revealed the lead was not capturing and there was intermittent sensing. Surgery was performed to remove the lead and repair the heart and lung. An epicardial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).